Event description:
Malfunction reported in device subject to field correction.

Manufacturer narrative:
(B)(4). Device eval pending. Initial report is being filed due to report of potential malfunction for AED within population of z-1781-2008.